Event description:
The trend reading of the spo2 (oxygen saturation measured by the pulse oximeter) showed 100%, but blood gas analysis calculated by the blood gas machine indicated that the actual sao2 (arterial oxygen saturation) was lower. Pt outcome was not reported.